Manufacturer narrative:
This MDR is being filed based on recommendation during a normal qsit inspection, performed in (B)(6) 2010. Summary/conclusion: inspection of the device revealed that the jaws were not broken, instead the boots had torn and sections missing from the jaws. Additionally; the distal portion of the aluminum heat spreaders were missing. It is possible that the heat spreaders melted in the middle and split due to the heat and then were turn off after decontamination at the hospital. This device damage was caused because, the device was energized continuously for an extensive period after the tissue had severed apart. Re-training would be suggested to prevent this from happening in the future. This incident can be considered isolated.

Event description:
During a lavh procedure in (B)(6), the surgeon noticed the silicone portion on the tip of the device had separated with a piece in the pt. It was retrieved from the pt without complication.